Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 480 units of insulin. The customer's blood glucose level was 182 mg/dl, and was reported to be "stable" during the time of the call. Tandem technical support educated the customer regarding insulin gauge calculations. During a follow-up call on (B)(6) 2016, it was confirmed that the insulin gauge showed 170 units, and remained static since the re-estimation. Tandem technical support spoke about the number remaining static until insulin decreases past the 170 units. The customer will continue to monitor insulin gauge, acknowledged the information, and was satisfied.